Event description:
The event is reported as: the cuff is leaking and the catheter slipped out after 14 days. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.